Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
A universal tracker was sent for evaluation because it was difficult to activate for tracking during a craniotomy. A 30 min procedure delay was reported as a result of this event. No adverse consequences was reported.